Event description:
(B)(6) (cc) called to report that during surgery, the scopeye went unresponsive. The surgeon stated that the headset stayed unresponsive for around 30 seconds, while the stealth screen was navigating as expected. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).